Manufacturer narrative:
An immucor field service engineer (fse) visited the customer site on (B)(4) 2017 to assess the testing instrument in question. The fse found the reagent syringe to be loose, and the fse then subsequently corrected it. It was determined that the blood sample in question was a fresh blood sample, and had not previously been frozen.

Event description:
On (B)(4) 2017, an immucor employee visiting a customer site reported to immucor technical support, on behalf of the customer site, an unexpected negative antibody screen, which was tested on a galileo neo instrument.